Event description:
The customer reported via phone call that they received a button error alarm while they were sleeping. The customer's blood glucose was 7.1 mmol/l. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.